Event description:
It was reported that the remote monitor is not responding to the start/stop button. Troubleshooting steps were taken. The remote monitor has previously sent transmissions. The monitor will not be returned. There were no reported patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.